Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alleged under delivery. Customer's blood glucose value was 300 mg/dl at the time of incident and the other blood glucose level was 322 mg/dl. The customer was assisted with troubleshooting. The customer was treated with injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the insulin pump was exposed to magnetic field. The insulin pump will not be returned for analysis.